Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a likely mechanism involving the broken cutting wire. The device may not have been protruded sufficiently from the endoscope, leaving the rear end of the cutting wire within the field of view. Consequently, the cutting wire and the endoscope were positioned in proximity. While in this state, the output may have been activated, potentially resulting in an electrical discharge between the cutting wire and the distal end of the endoscope. This electrical discharge could have caused the cutting wire to heat up rapidly, ultimately leading to its breakage. However, while the device malfunction was confirmed, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: (drawing no. Gk6226 revision no.13). Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor field performance for this device. Additional information: h3, h6.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the lumen sphincterome v exhibited that the knife wire was broken. There were no reports of patient involvement.